Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reiterated that charging had failed. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator. It was reported that prior to the implantation surgery the health care provider (hcp) tested the battery and discovered it could not be charged. The battery was replaced and the patient was implanted with a different battery on (B)(6) 2017. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. No symptoms were reported. No further complications were reported/anticipated.